Event description:
It was reported that common femoral arteriotomy closure was attempted using a proglide device, in a pre-close technique, prior to an endovascular graft procedure. The arteriotomy was a 6f. When attempting to deploy the sutures, a cuff miss occurred. Three additional proglide devices were used with the same results, using the preclose technique. Four additional proglide sutures were successfully placed in the common femoral artery using the preclose technique. The sheath was upsized; however, the exact sheath size was not recalled and the index procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as early last week, possibly tuesday (B)(6) 2012). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.